Manufacturer narrative:
RMA issued. Replacement radiolucent arm shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that, as reported, the base threads have been cross-threaded. The threads are now damaged and will not accept the mating screw squarely into the threads. Mechanical failure, screw cross-threaded, directly caused the event.

Event description:
A medtronic representative reported that, while in a surgery, the radiolucent articulating arm was found to be cross-threaded. The frame would attach, however, it was crooked. The site switched to using a different articulating arm to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.